Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "failed rate accuracy test 3x" was reproduced. Evaluation sent the device to flowline for flow rate accuracy testing with a delivery rate of 40ml/hr and volume to be infused of 40ml the resulted in 42.142 ml which is an error percentage of 5.355%. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was an out of adjustment pressure plate travel. Pressure plate travel required to be adjusted to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed rate accuracy test 3 times in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h11. H11: an overinfusion less than or equal to 10% is unlikely to cause or contribute to a serious harm, death, or serious injury. Should additional relevant information become available, a supplemental report will be submitted.